Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia after using the ilet bionic pancreas in conjunction with a libre 3+ continuous glucose monitor (cgm), with a lowest sensor glucose of 54 mg/dl and a free-style fingerstick confirmation, following a late meal announcement made more than 30 minutes after beginning to eat while a recent correction had been delivered within 10 minutes of meal timing. No adverse clinical symptoms associated with low blood glucose with an urgent low soon alert. Outcomes included treatment with oral carbohydrates and subsequent glucose stabilization, with glucose in range at the time of the call without hospitalization. Customer care provided data sync review and troubleshooting with user education. Investigation of this case revealed that closely timed correction and delayed meal announcement led the system to increase insulin delivery in response to postprandial rise, followed by meal bolus effect, which contributed to a delayed hypoglycemic event; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that user timing of corrections and meal announcements was the probable cause.